Event description:
The 800 tc rf generator was used in an ablation procedure to treat av nodal re-entrant tachycardia in the right atrium. The ablation was successful, however, skin burns were noticed beneath the valley lab ground pad upon completing the ablation. A plastic surgeon prescribed silvadene cream prior to pt discharge the following day. The exact diagnosis was not known. The ablation summary shows high levels of impedance, which may indicate poor adhesion of the ground pad. Poor adhesion increased the potential for skin burns due to the concentration of energy at the site(s) of adhesion. The facility also reported this injury to valley lab, the MFR of the ground pad.